Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was vibrating every few minutes. The customer also reported there was an icon of a dot with a an arrow inside present on their insulin pump. The customer's blood glucose was unknown. The customer's call was dropped before further information could be collected. No additional information provided.